Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer evaluated the unit and confirmed the reported complaint, the rear of the console cover sustained damage due to the rear handle hitting the ground and pushed into the pump console. Fse also detected damage to the helium fill assembly and pressure tubing. To fix the issue a getinge field service engineer replaced damaged console cover, damaged check valve, and damaged pressure tube. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) was being transported by the customers crew and it tipped over causing some damage to the iabp and the unit is leaking helium. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Aware date captured in the initial MDR 5/4/2022. Correct aware date is 5/3/2022.